Manufacturer narrative:
Evaluation code - conclusion: the device is still implanted in the patient; therefore, it is not available for evaluation by the manufacturer.

Event description:
Corpectomy was performed at c6 with vertebral body implant and anterior spider plate from c5 to c7 on (B)(6) 2013. On (B)(6) 2015 dr. (B)(6) reported that bottom screws of spider plate (allegedly) lost capture 3 months post-op. No revision surgery performed. No injury to the patient and no surgical delay.